Event description:
Olympus was informed that three patients tested (B)(6) for urinary tract infections after undergoing a cystoscopy procedure. It was stated that the dates of events occurred over several months. It was also reported that the device had not failed leak test. Olympus followed up with the user facility via telephone and in writing regarding event, but with no results.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. However, as part of our investigation process, the device has been forwarded to an off-site independent laboratory for micro-biological testing. Upon return of the device, a physical evaluation will be performed. The exact cause of the patient's outcome could not be conclusively determined at this time. A review of the device history records showed no anomalies, with the manufacturing process. If additional information becomes available at a later time, this report will be supplemented. Please cross reference the associated complaint files: MFR report#: 2951238-2015-00088, and 2951238-2015-00089.